Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the connector pin bent, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the tip seal was observed to be out of position.

Event description:
It was reported that during the implant procedure the lead dislodged, there was difficulty positioning and fixing, and the helix would not properly extend. The lead was removed and another lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.